Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " big health problems" , "still very sick" and "rupture."

Event description:
Patient reported left side "I had textured implants from allergan and started to have big health problems (bii and now I have to have a cd 30 for bia-alcl)" and "device was explanted a few years ago and I am still very sick". These events are not device related. Patient additionally reported rupture. Device has been explanted.